Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the batteries were found to be depleted and the charging circuit was not putting out voltage. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The charging circuit was replaced and new batteries were installed. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.